Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the message to the caregiver (cg) and informed the cg to start over using new supplies. Global product surveillance contacted hp on (B)(6), 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that causes system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.